Manufacturer narrative:
A specific root cause could not be identified however the customer thinks the issue may be a pre-analytical issue.

Manufacturer narrative:
(B)(4).

Event description:
The field application specialist (fas) stated the customer received a questionable elecsys hcg + beta test system result for a patient sample on the cobas 6000 e 601 module. The initial hcg + beta result was 123.1 miu/ml and reported outside of the laboratory. The result was questioned by the physician and the sample was repeated on (B)(6) 2017 with a hcg + beta result of 7,332 miu/ml. This result was deemed to be correct. A new sample was drawn on (B)(6) 2017 with a hcg + beta result of 25,535 miu/ml. The physician stated the new sample result correlated to the points in time of the pregnancy. The fas stated the calibration and quality control were both "good" from that day and that there were no data flags or alarms. There was no adverse event. The hcg + beta reagent lot number was 21015101 with an expiration date of 31-may-2018. The field service engineer (fse) could not determine a specific root cause. The fse checked the sample probe liquid level detector and alignment and all passed. The fse performed a performance test that was within specifications. The fas thought there might have been a liquid level detection (lld) error and suggested the customer run all samples through the pre-analytics system.